Event description:
It was reported that the gastrointestinal videoscope "290 endoscope" (model number unknown) had a communication error (e315). The issue occurred during inspection for use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.